Event description:
The hcp reported the pt had experienced extreme drowsiness; had passed out; and was not feeling well while under another hcp's care. The hcp stated that the pt had not reported passing out to him. Further discussions between the hcps revealed that the medication was compounded differently. The pt had rec'd 23 mg of hydromorphone instead of 2 mg and 13.8 mg of bupivicaine instead of 14.32 mg. The daily rate of hydromorphone was decreased to 6 mg in 2007. The side port was checked in the following month. The hcp questioned whether the pt was getting any intrathecal medication. The pump and catheter were subsequently replaced/revised; it was noted during surgery that the catheter was "cracked". The hcp stated the cracked catheter probably had little to do with the pt reported symptoms; however, probably was the reason the pt tolerated a 10 fold increase in medication upon incorrect refill without a more serious outcome. The pt recovered without sequela.